Manufacturer narrative:
(B)(4). This report was originally submitted as the second of two product issues with the same device and patient. Our investigation has determined that there was only one product issue. We wish to withdraw this report on the basis of it being a duplicate reporting of the issue that was reported under MDR# 1036844-2015-00330.

Event description:
It was reported that the catheter leaked at the insertion site. The catheter was inserted on (B)(6), in the radiology department. The catheter was trimmed to 35cm, with 34cm internal and 1 cm external. The catheter was in place for 1 week, when a CT scan was performed (B)(6) where 110cc of omnipaque was injected. On (B)(6) the rn noticed leaking at the insertion site during flush and called the vas team to assess. Determination of the vascular access service was that the catheter required a wire exchange. As a result a new catheter was placed successfully. There was a delay in treatment, but no harm or complications were caused to the patient.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00330. No sample will be returned for evaluation.